Manufacturer narrative:
4581: loss of endothelial cell count. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a low endothelial cell count. Reportedly, "as low as 1500." Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.